Event description:
Reportedly, ICD replacement was performed on (B)(6) 2013 due to normal battery depletion. However, oversensing issue had been already reported in this pt in the past (refer MDR# 1000165971-2013-00165 for associated lead sorin isoline2cr6 s/n (B)(4)) and same noise events were recorded again in the ICD memory during the reintervention and during previous follow-ups dated (B)(6) 2013, thus the subject ICD was returned for analysis. It was reported also that when the leads were disconnected, normal values were measured and oversensing was not reproduced; the leads were kept in place and connected to a new ICD.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.